Event description:
The physician reported during a brain aneurysm treatment, when the coil was being introduced, the coil could not advance inside the microcatheter as there was resistance. The physician reportedly decided to remove the coil. At that moment, the platinum segment of the coil got cut, and remained inside the artery. After some maneuvers, the coil segment could be finally introduced back into the microcatheter, and everything was withdrawn successfully. There were no complications to the patient and the procedure was completed successfully.

Manufacturer narrative:
The device in question has been returned to boston scientific, however, the investigation is still in process. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. A supplemental report will follow upon completion of the investigation if any additional significant information is found.